Manufacturer narrative:
D10 concomitant products: egia60avm - egia60avm egia 60 artic vasc med sulu, lot# n3k2748y egia60avm - egia60avm egia 60 artic vasc med sulu, lot# n3k2748y egia60avm - egia60avm egia 60 artic vasc med sulu, lot# n3k2748y egia45avm - egia45avm egia 45 artic vasc med sulu, lot# p4b0819 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, six days post-operatively of a laparoscopic diagnostic small bowel resection with appendectomy where five reloads were used for bowel resection and at the proximal staple line of the colon, the patient was brought back in the hospital with sepsis. The staple line leaked the contents being held by the tissue. Suturing was done as a staple line reinforcement to stop the leak in an additional surgical procedure. The patient¿s hospital stay was extended. The patient is currently in the intensive care unit (ICU).